Event description:
It was reported that the balloon pin hole ruptured during deployment, causing a dissection which required further stenting. This occurred in a severely tortuous, mildly calcified circumflex/obtuse marginal artery. Resistance was felt during delivery catheter advancement when suddenly the catheter reportedly "jumped" across the lesion. Another company's stent was used to repair the dissection.